Manufacturer narrative:
A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. The sample was received in the original box with the inner package opened. The metal portion of the injection needle was not returned. The end surface of the cannula was reviewed under 30x magnification and was found to be jagged/irregular showing evidence of a fracture not a cut. This type of failure is typical of the polycarbonate cannula being kinked at the juncture where the metal stainless steel needle connects to the cannula, but cannot be conclusively determined without the metal needle portion returned for review. A review of complaint history does not show this type of problem reported before with this product code and lot number.

Event description:
It was reported that when the doctor was removing the injection system from the packaging, the needle broke. There was no patient involvement and no further complications reported.